Event description:
The customer reported that the insulin squirted out, and the device alarmed an error during the prime process. The caller stated that the device was not exposed to a high magnetic field. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. When the activate button is no longer pressed, the unit stops the prime/fill process. The device had a cracked case at the display window, cracked battery tube threads, and scratched screen.